Manufacturer narrative:
(B)(4) this is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient error, which led to peritonitis. The patient was hospitalized for the event on the same day of onset. The patient began treatment with cefazolin (2 gram, per day, intraperitoneally (ip)) and gentamycin (80 mg per day, ip) for bacterial peritonitis. Treatment with cefazolin and gentamycin was discontinued and the patient was discharged from the hospital 16 days after onset. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.